Event description:
It was reported that a patient underwent a sling procedure in the hammock position in 2008. Post-operatively on three months later, it was noted that the patient had developed a mesh erosion. The surgeon is planning to trim the mesh on approx three months later.

Manufacturer narrative:
(Mesh exposure occurred) - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished good release criteria.